Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On 06.08.2015 a USA customer reported tsh results as immeasurable using ref. (B)(4), vidas tsh 60 tests. Customer ran several other assays which came out as expected. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant vidas tsh results led to any adverse event related to the patient's state of health. Recurrence of the event may potentially cause or contribute to an adverse event..

Manufacturer narrative:
Internal investigation was conducted. Review of the quality product laboratory batch records indicates vidas® tsh batch 160226-0/1003835280 passed all performance testing; no anomalies were cited. This lot performed in accordance with specifications. The customer submittals (3) were tested via the following methods: vidas® tsh, vidas® tsh3, vidas® ft4, cobas tsh/roche. The results of all methods consistently indicate hyperthyroïdism; the inconsistent results obtained by the customer are not reproduced/confirmed. The vidas® tsh ref. (B)(4) batch 1003835280/160223-0 is performing within specifications.